Event description:
A consumer stated that she had allegedly received 3rd degree burns on her finger while using a heating pad, and that medical attention was required for her injuries. The consumer also alleges that the automatic shut off feature did function properly when the incident occurred. The consumer stated that she was laying in bed w/heating pad and had fallen asleep when the incident occurred. The instructions for proper use clearly state not to use this product while sleeping. It also states, "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow". Kaz USA, inc. Has requested that the product be returned to our company for lab analysis.